Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 hematology analyzer generated discrepant high platelet (plt) results for three (3) patient specimens. Two results were printed with instrument generated flags and one result was printed without instrument generated flag. The specimens were re-tested on another lh750 instrument which gave lower plt results that customer considered correct. The erroneous results were reported out of the lab. Corrected reports were sent out and no patient treatment was affected. No death, injury or change to patient treatment is associated with this event.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls and reproducibility. Qc was performed before and after the event with acceptable results. A field service engineer (fse) was unable to reproduce the problem. The fse replaced the platelet processor card, pv61b pinch valve and actuator, pv11c actuator and verified instrument operation. The cause for the erroneous high platelet counts is unknown. An MDR: 10619-32-2012- 01185 is being submitted in relation to this event at this customer site.